Manufacturer narrative:
The reported issue that the infusion pump was programmed to infuse 250ml of tacrolimus over 24 hours starting at 2000, but the bag was completed after 2 hours and 40 minutes could not be confirmed; no product or device logs were returned for investigation. The received alaris programming log from an ikp report did show the infusion had been programmed to infuse for 2 hours and 30 minutes (rate=100ml/h, vtbi=250ml) and not 24 hours. The proximate root cause was reported to be attributed to programming. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 03mar2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 12oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 27jan2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 12oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was initially reported that the infusion pump was programmed to infuse 250ml of tacrolimus over 24 hours starting at 2000, but the bag was completed after 2 hours and 40 minutes. It was further reported that it is the customer's belief that the incident was due to a human programming error as the infusion was actually set for 2 hours and 18 minutes instead of the intended 24 hours. There was no injury to the patient.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was initially reported that the infusion pump was programmed to infuse 250ml of tacrolimus over 24 hours starting at 2000, but the bag was completed after 2 hours and 40 minutes. It was further reported that it is the customer's belief that the incident was due to a human programming error as the infusion was actually set for 2 hours and 18 minutes instead of the intended 24 hours. There was no injury to the patient.